Manufacturer narrative:
Lead model 3778-75 lot # v663226013 implanted 2011-(B)(6) explanted unknown; lead model 3778-75 lot # v666521003 implanted 2011-(B)(6) explanted unknown; lead model 3778-75 lot # v666521002 implanted 2011-(B)(6) explanted unknown; antenna model # 37092 lot # 287540001 implanted 2011-(B)(6) explanted unknown; programmer model # 37743 lot # nke172853n.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The shocking was manifested as a "jerking sensation". The location of the patient's symptoms was the right arm, shoulder. The patient never had therapeutic effect the patient met with a manufacturer's representative at the healthcare professional's office for evaluation; no outcome was provided. The patient felt that they were not trained adequately on using the device. The patient stated she was "not informed of her brain stabilizer" before it was implanted and that there was no trial period before the system was implanted. The patient was dissatisfied with their health care provider's service. If additional information is received, a follow up report will be sent.

Event description:
Additional information was reported that the patient was on morphine and still in a lot of pain. The patient turned implantable neurostimulator (ins) off due to shocking or jolting sensation after implant. The patient felt shocking in neck; head, all the way down right arm ad into hands. The shocking was driving the patient crazy on top of pain. The patient stated that they couldn't find a doctor to help them with pain and work with the device. The patient's heart doctor tried to stop the patient from getting a device but the patient didn't listen to heart doctor. The patient stated "the pain management doctor's just think the patient wanted medication." The patient felt nothing was touching the pain they had now. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).